Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Type of procedure 1: anterior cervical disectomy throughout the c4-7 levels, anterior cervical fusion, placement of anterior interbody cage at the c4-7 levels, and placement of anterior cervical instrumentation at the c4-7 levels. Type of procedure 2: cervical spine surgery type of procedure 3: lumbar spine surgery it was reported that in late (B)(6) of 2011, the patient experienced neck stiffness, lower back pain, and numbness in his left extremities. The patient was recommended for an anterior cervical disectomy throughout the c4-7 levels, anterior cervical fusion, placement of anterior interbody cage at the c4-7 levels, and placement of anterior cervical instrumentation at the c4-7 levels. On (B)(6) 2011, the patient underwent the operation. Post-op, the surgeon recommended more surgeries for the patient on his neck. However, during the two week post-operative visit, the surgeon suddenly decided to schedule the patient for another cervical surgery. On (B)(6) 2011, the patient underwent a second cervical spine surgery. Post-operatively, patient sustained unspecified injuries.